Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a blank display due to corroded battery cap contact. However, insulin pump had normal operating currents. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer's insulin pump had a blank display. His blood glucose level was 202 mg/dl. The customer was reporting the blank display after receiving a new battery cap. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.